Manufacturer narrative:
Correction: a code corrected from initial additional information: initial reporter information added investigation results: two mz5303 samples were received for investigation; one sample was returned with opened packaging with some clear residual fluid present in the tubing, the other was received in sealed packaging from lot 23039125. The customer reported that they experienced disconnection after 30 mins with a terumo "sure plug ad infusion set". A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing confirmed the connection between the maxzero and products from bd stock remained secure when connected; no inadvertent disconnection occurred throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 23039125 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definite root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the mz5303 product in the past 12 months.

Event description:
No additional information

Manufacturer narrative:
E1: initial reporter facility name - (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector( was detached the following information was received by the initial reporter with the following verbatim: it was reported that when the female side (mixing part) of mz5303 was connected to the infusion continuation set (terumo "sure plug ad infusion set"¿) and about 30 minutes had passed after the start of infusion, the patient noticed that the connection was disconnected, confirming the above event. At the time of the above contact, the "sensation" was a little looser than usual, but it did not come off at that point, so it was used. Although it is unclear whether the mz5303 is the same lot product as the recalled product (we cannot be sure), we tried reconnecting another mz5303 to the above infusion set in the nursing room of the ward, where this product is always kept, and the same phenomenon was observed (a "sensation" of a slightly looser than usual feeling at the time of contact).